Manufacturer narrative:
The handpiece was received at the manufacturer for routine cleaning, lubrication and adjustment. Upon evaluation, heat damage was found on the rear motor assembly. Based on investigation details, the likely cause was problems with the bearings. The bearings and rear motor assembly were each replaced along with other components.

Event description:
It was reported the handpiece was returned for a routine maintenance. Upon initial inspection, it appeared the device overheated. There was no report from the account of the device overheating and no patient involvement or adverse consequences reported.